Manufacturer narrative:
(B)(4). A review of the device history records was performed and revealed no issues that could have caused or contributed to the reported event. As the device was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) sated they were performing a tidal therapy with a full drain every four cycles. The hp stated the tidal volume percent equaled 85%, the target ultra filtration (uf) equaled 10ml, and they only performed four cycles. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.